Event description:
The customer became aware of a false positive, non-reproducible vitros trop I es result on a pt sample when serial testing did not confirm the initial result. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The initial result was reported and the pt treated based on the result. A corrected reported was issued. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The investigation determined that the vitros eci well wash subsystem was producing non-optimal well washes that could result in elevated trop es results. Ocd field svc investigated and made necessary repairs, returning the vitros eci to expected operation. The root cause of the false positive trop es result is analyzer related.